Event description:
The user facility reported two instances of their light handle covers detaching and falling into the sterile field during a patient procedure. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. Steris offered in-service training to the user facility on the proper use and operation of the lb53 light handle cover specifically, proper installation practices; however, the user facility declined the offer. No additional issues have been reported.